Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum pump failed downstream occlusion test. There was no patient involvement. No additional information is available. Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product correction f10/h6: health effect - impact codes. Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log shows "downstream occlusion" messages however testing results or failures cannot be determined through the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.